Event description:
It was reported that during testing, the unit was failing temperature calibration. May be a faulty sensor. No patient involvement was reported.

Manufacturer narrative:
B3: date of event, d4: UDI number and d5: operator of device is unknown, no information has been provided to date. H4: manufacture date is unknown based on the reported serial number. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 1/31/2024. Device evaluation: one device was received. Per visual inspection, the front of the enclosure has many scratches. When the device is turned on, it does not enter "operation mode", the green light emitting diode (led) on the display does not light up and the pump intermittently works. Evidence of fluid ingression on the printed circuit board (pcb). Per functional testing, the pcb was replaced with a functioning test pcb. The device does not enter ¿operation mode¿ so the pump and heaters do not activate. The complaint was confirmed. The root cause was fluid ingression on the pcb caused damage to components. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb. The o-rings and fan guard were also replaced for preventative maintenance. The device passed all functional and delivery tests after repair.